Manufacturer narrative:
Cusa clarity 23khz tip (c7420s) was returned for evaluation. The reported complaint was confirmed via inspection of the returned tip. It was reported that the tip was used for about 1 hour to 1 hour and 30 minutes with the same installation value. It is possible that it contributed to the breaking, however that cannot be certain. Integra is closely monitoring this reported condition. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the bone tip of the cusa clarity 23khz was used to remove the spinous processes of the lumbar spine, and clarity was set to "amplitude 100 t / s none suction 100 wash 15". The tip of the chip broke, probably because it was used for about 1 hour to 1 hour and 30 minutes with the same installation value. There was no problem in installing and using the handpiece used together, and it passed the operation check of clarity. Additional information received indicates that as a response after a problem occurred, the handpiece was made dirty, so the operator responded with another product. There was no problem with the tightening method when attaching the tip, however, there is a possibility that the side of the chip was loaded (because it has been used for more than 1 hour). There was a deviation from the detail cycle, and the operator had a few seconds to loosen the foot pedal, but basically kept pressing it for more than an hour. There was no problem with reflux. After confirming that the broken parts were exactly the same, it was decided that they did not remain in the patient's body. Postoperatively, there was no problem with the patient.